Event description:
This complaint is from a database related research activity (drra). The summary guidance form was uploaded on (B)(6) 2022. The adverse event has been updated in the event description: this quarterly report captures all the data (including patient demographics, medical history, procedural information, device information, and re-operation information) submitted to the national breast implant registry (nbir) from (B)(6) 2022, through (B)(6) 2022. Adverse event(s) reported for mentor implants associated with re-operation from (B)(6) 2022, through (B)(6) 2022: qty unk: capsular contracture (B)(4). Qty unk: hematoma (B)(4). Qty unk: infection (B)(4). Qty unk: seroma (B)(4). Qty unk: skin necrosis (B)(4). Qty unk: wound problems (B)(4). Qty unk: device migration/malposition (B)(4). Qty unk: suspected/actual rupture/deflation (B)(4). Qty unk: wrinkling/rippling (B)(4). Qty unk: asymmetry (B)(4). Qty unk: ptosis (B)(4). The type of device involved is unknown, and the gel common device name/procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).